Manufacturer narrative:
The intraocular lens (iol) was not received for analysis. In follow-up with the reporter it was learned the iol was discarded by the account after the explant. The initial implant was replaced with a 1 diopter higher power iol of the same model. Batch records were reviewed and showed no deviations. A review of complaint records revealed that no other complaints from this order number were received. Based upon our investigation and the fact that no lens was available, no further investigation could be performed. This specific complaint analysis is inconclusive. All information currently available is included in this report.

Event description:
The reporter stated the intraocular lens was removed and replaced without complication due to a power change.